Event description:
During an atrial fibrillation ablation procedure skiving occurred. During transseptal puncture resistance was noted when the brk needle was advanced through the sheath set. The sheath set was removed and flushed with saline. Skived particles were noted at the tip. The same sheath set was used for the remainder of the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving evidence was not conclusively determined.